Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device did not deliver shock.this issue is patient related. Medical delay was reported, however there was no report of adverse patient outcome.

Event description:
The customer contacted stryker to report that their device did not deliver shock. This issue is patient related. Medical delay was reported, however there was no report of adverse patient outcome.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. A stryker service representative performed an evaluation of the customer¿s device and was not able to duplicate the reported issue. A customer quality engineer (cqe) review the available electronic records and found that there were no records on the reported event date. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.